Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had software error alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No alarms were noted. However, we were unable to prime device during prime test due to faulty force sensor resistor. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window.